Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 400 mg/dl. The customer stated that her blood glucose was high for a week prior to the event. The customer changed out her infusion set multiple times and took some manual injections, but her blood glucose remained elevated. The customer stated that she has a chest infection and has been taking antibiotics. Troubleshooting was performed and found that the time on the insulin pump was off by one hour. The customer was assisted with correcting the time. The customer could not verify if her basal rates were programmed correctly, but the customer stated that she will be meeting with her trainer to discuss the insulin pump's settings. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.